Manufacturer narrative:
(B)(4). The analysis results found that the 6sb45 device was received with the firing mechanism damaged as the firing trigger was jammed closed. Two reloads were received with the device. Reload a was received partially fired and with the lockout spring normal; reload b was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a strange sound when they closed it, and then they could not fire it. It was on the first firing. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient. Additional followup: was the device difficult to load? No. On what tissue type was the device used? Jejunum / ventricle at what location on the tissue? Anastomose. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4. During which stroke did the event occur? Before firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue & white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Ni. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Incert of cart part into of jaw into lumen of jejunum was difficult. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.